Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). During a call with baxter customer service, the nurse reported that on (B)(6) 2011, the patient experienced peritonitis that resulted in hospitalization on the same day. The nurse stated that the peritonitis was possibly caused by a break in sterile technique. Treatment was not reported. On (B)(6) 2011, the patient was discharged from the hospital. On an unreported date, the patient recovered. On an unreported date, dianeal pd4 ambuflex had been withdrawn and the patient was undergoing hemodialysis. Concomitant medications were not reported. The nurse stated that the peritonitis was unrelated to dianeal therapy.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 4 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot numbers h10h31055, h10k29039, h11c03013, and h11f20093 with no defects noted. The cause of the peritonitis was use error-poor aseptic technique. The label review found the labeling adequate for the use error in this complaint. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. Reference ncr (B)(4) / renq-CAPA-(B)(4).